Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the surgical intervention of laparoscopy to remove the stent. Imdrf impact code f2301 captures the reportable event of the axios stent being removed using rat-tooth forceps.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus)-guided lumen apposing metal stent placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician had a slight difficulty locking the delivery system on the biopsy channel of the eus scope. The delivery system was pushed and locked in place with a wire after using an acquire needle. The first flange was deployed in the collection. Subsequently, the stent's second flange was deployed; however, the catheter was difficult to push away from the eus scope causing the outer clear sheath to break into two. They were able to pull the broken sheath out but upon examination, it was noted that the reference point of the puncture was made in the lower esophagus instead of in the stomach. An attempt was made to retrieve the axios stent with a gastroscope and rat-tooth forceps, but it was unsuccessful. Consequently, the patient was referred to surgery with the stent laparoscopically removed and the puncture site in the esophagus was closed with a fully covered esophageal stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was accessed through the esophagus during a pseudocyst drainage procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), "using eus, survey the stomach and duodenum for a good site for axios stent placement. Select a site that is clear of intervening blood vessels, where the target structure is close to the gi tract (within 10 mm), and where the target structure has a large enough diameter to accommodate insertion of the hot axios delivery catheter." The stent is not recommended to be accessed through the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the surgical intervention of laparoscopy to remove the stent. Imdrf impact code f2301 captures the reportable event of the axios stent being removed using rat-tooth forceps. Block h11: an axios electrocautery-enhanced delivery system was received for analysis. Visual inspection found the dual lumen detached, and both the outer and inner sheath kinked. During functional inspection, the device was connected to the erbe vio 3 generator and functioned without problems. No other damages were noted with the delivery system. The reported event of sheath break was confirmed based on the condition of the returned device. The investigation indicated that most likely procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied) could have resulted in this encountered damage. The reported events of handle connection issue and stent positioning issue could not be confirmed. The device functioned appropriately when connected to the erbe vio 3 generator without any evidence of problems. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the axios stent was accessed through the esophagus during a pseudocyst drainage procedure. However, the IFU states, "using eus, survey the stomach and duodenum for a good site for axios stent placement. Select a site that is clear of intervening blood vessels, where the target structure is close to the gi tract (within 10 mm), and where the target structure has a large enough diameter to accommodate insertion of the hot axios delivery catheter". Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus)-guided lumen apposing metal stent placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician had a slight difficulty locking the delivery system on the biopsy channel of the eus scope. The delivery system was pushed and locked in place with a wire after using an acquire needle. The first flange was deployed in the collection. Subsequently, the stent's second flange was deployed; however, the catheter was difficult to push away from the eus scope causing the outer clear sheath to break into two. They were able to pull the broken sheath out but upon examination, it was noted that the reference point of the puncture was made in the lower esophagus instead of in the stomach. An attempt was made to retrieve the axios stent with a gastroscope and rat-tooth forceps, but it was unsuccessful. Consequently, the patient was referred to surgery with the stent laparoscopically removed and the puncture site in the esophagus was closed with a fully covered esophageal stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was accessed through the esophagus during a pseudocyst drainage procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), "using eus, survey the stomach and duodenum for a good site for axios stent placement. Select a site that is clear of intervening blood vessels, where the target structure is close to the gi tract (within 10 mm), and where the target structure has a large enough diameter to accommodate insertion of the hot axios delivery catheter." The stent is not recommended to be accessed through the esophagus.